Manufacturer narrative:
The most possible root cause cannot be determined based on the available information. There is no information and there are no indications that reasonably suggests that there was a malfunction of the visumax device that could have contributed to the reported too thin and torn flap os. A number of factors not related to the device may have influenced the treatment outcome. Not all are controlled by the manufacturer.

Event description:
The manufacturer received an anonymous notification through brazilian authority anvisa, in which the client reported that the device displayed a error message when a flap treatment should be started and the system was shut off. The client had to restart the equipment to attempt the procedure again. After rebooting, no error message appeared, and they were able to perform the procedure on the first eye (od) successfully. For the second eye, there was no error message either, but the flap turned out too thin and ended up tearing. As a result, client decided to abort the procedure on the second eye.